Event description:
It was reported that the right ventricular (rv) lead exhibited high, spiked thresholds approximately one month post implant. Due to patient's medical history, the physician elected for no revision and the rv lead capped, remained inside the patient and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 ipg implanted: (B)(6) 2014. (B)(4).